Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Appearance of the subject device was confirmed. No abnormalities such as dirt or tears were observed. Investigation was performed by attaching an aomori olympus endoscope (gif-h260) with the same diameter as the endoscope that was used at the facility to the subject device. No abnormalities were found when the subject device was attaching and detaching to the endoscope. No other abnormalities such as dirt that could lead to the phenomenon of the reported event were detected. The manufacturing record was reviewed and found no irregularities. Since the subject device presented no abnormalities, the exact cause of the reported event could not be identified. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. *vaseline (chemicals containing vaseline) or olive oil was adhered to the distal attachment when it was attaching to the endoscope. *a medical adhesive tape was used to fix the distal attachment to the endoscope, but it was not fully fixed the subject device to the endoscope. As a result, fixing force decreased, and the distal attachment detached from the endoscope. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic submucosal dissection of the stomach, the subject device was used with gif-h290t and kd-630l. The subject device attached to gif-h290t using medical tape fell into the body. The dropped device could be recovered. The endoscope was once removed from the patient and another device was attached to the endoscope. The intended procedure was completed. There was no patient injury reported.